Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: on examination, the display screen was found to be cracked. No battery cap or cartridge cap was returned with the pump for investigation; test caps were used to conduct investigation. The pump powered on with operational auditory and vibratory functions, however, the display screen remained blank. Due to the blank display screen, keypad button testing could not be completed during investigation. The pump was opened for investigation and revealing a cracked display screen. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.